Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 43 mg/dl; suspected cause was due to needing a settings adjustment. Customer consumed carbohydrates to address bg and was given intravenous fluids of saline in the ER to treat the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.